Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma. Section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced access bleeding requiring blood transfusions. The patient was taken to the catheterization lab and a 99% occlusion in the right coronary artery was observed. Two stents were placed, and an intra-aortic balloon pump was unsuccessfully attempted. It was then decided to place the impella cp, which was successfully implanted. However, three days after the start of support, access site bleeding was observed, requiring two units of packed red blood cells. Next steps were to stent the left anterior descending artery and look at the left circumflex artery with thereafter next steps to wean and explant the impella cp. Overnight, the patient's urinary output decreased, and the patient continued to decompensate. No intervention was taken to culprit lesion, and the patient would expire the same day. Family decided to withdraw care.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. B.2 revised as a thrid selection was incorrectly reported on the initial manufacturer device report number 1220648-2025-25592.e.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25592 as it is unknown if the initial reporter also sent the report to the food and drug administration.